Event description:
It was reported while testing with bd multitest¿ w/trucount ce/ivd high lymph count results were obtained on patient samples. Confirmatory testing performed on haematology analyzer. There was no impact to patient. The following information was provided by the initial reporter: they run on dual-platform and when they compared total lymphocyte counts they are seeing a much higher result on the kit they run on a flow cytometry analyzer compared to the result that is coming off the same samples run on the haematology analyser e.g. 3.0 on flow cytometer compared to 1.2 on haematology analyser they see the same result when they run the samples using the kit on both lyrics in the lab and also whether they perform manual preparation of the sample or prepare the samples using the facsduet. They have therefore ruled out a flow cytometry instrument issue. 1.were patient samples involved? ¿ yes, they are seeing erroneous results on patient samples for total lymph count. They are comparing with haematology analyser results and are findning that in every batch eg 5 samples and qc, 3 samples require repeating as lymph count too high. Eg patient lymph count is 1.2 ¿ trucount lymph count is 3.0 2.is a confirmatory test always performed? Yes ¿ they are running dual platform lymph count testing on haematology analyzer 3.was there any impact on patients? The customer has confirmed that there has been no impact on patients¿

Manufacturer narrative:
Investigation summary bd acknowledges the customer¿s experience regarding the indicated failure mode: lymphocyte count discrepancy between lyric and hematology analyzer. A review of the manufacturing records indicated that reagent passed all the established acceptance criteria. Retain reagent sample was tested using normal peripheral blood specimens and have showed that the reagent detected the populations of interest. Retain trucount tube counts are within ±4% from assigned count. Root cause analysis; based on the investigation result the root cause was not determined. Conclusion: based on the investigation result: the complaint was unconfirmed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd multitest¿ w/trucount ce/ivd high lymph count results were obtained on patient samples. Confirmatory testing performed on haematology analyzer. There was no impact to patient. The following information was provided by the initial reporter: they run on dual-platform and when they compared total lymphocyte counts they are seeing a much higher result on the kit they run on a flow cytometry analyzer compared to the result that is coming off the same samples run on the haematology analyser e.g. 3.0 on flow cytometer compared to 1.2 on haematology analyser they see the same result when they run the samples using the kit on both lyrics in the lab and also whether they perform manual preparation of the sample or prepare the samples using the facsduet. They have therefore ruled out a flow cytometry instrument issue. Were patient samples involved? ¿ yes, they are seeing erroneous results on patient samples for total lymph count. They are comparing with haematology analyser results and are finding that in every batch eg 5 samples and qc, 3 samples require repeating as lymph count too high. Eg patient lymph count is 1.2 ¿ trucount lymph count is 3.0. Is a confirmatory test always performed? Yes ¿ they are running dual platform lymph count testing on haematology analyzer. Was there any impact on patients? The customer has confirmed that there has been no impact on patients¿.